Manufacturer narrative:
Correction: b.5;e.1;e.4;short description.

Event description:
It was reported that the blue safety lock clamp (lower fitment) did not engage while removing the tubing from a nitroglycerin infusion, which caused an over infusion and a drop of the patient's blood pressure to 75/41. Nitroglycerin 100 mg in 250 ml was programmed to infuse at 10mcg/min until disconnection occurred at approximately 1500-1600. The clinician stated that the tubing was removed from the channel, and upon removal the blue clamp did not slide forward to completely close the tubing. This resulted in a rapid infusion of the nitroglycerin, causing a drop in the patient's blood pressure to 75/41 at 2050. The nurse stated she assumed the blue channel safety lock would clamp the tubing when she removed it from the pump, and therefore would not have to use another clamp. At the time, norepinephrine and amiodarone were infusing. The patient's chest tube drainage was then noted to be increasing up to 200 ml/hr. The clinical staff was unable to quickly get blood to the patient; the md was notified, and a code hemorrhage was called. The patient was difficult to arouse, and narcan was given, however the patient was not re-intubated. Anesthesiology arrived and noticed the bottle of nitroglycerin was empty and was not attached to the pump module. The patient responded well to a blood infusion, and fully awakened after the narcan. The chest tube output remained high for another 2 hours, however tapered off after the medication interventions, blood, and plasma/platelets. Subsequently, nurse education was performed to ensure use of the roller clamp in future events, instead of relying on the channel safety lock (lower fitment) to camp the tubing. This patient was in the cicu and did not sustain lasting harm. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse did not use the roller clamp while disconnecting the tubing with nitroglycerine assuming the blue channel lock clamped the tubing. Upon removing tubing from the channel the nurse stated that the blue clamp on tubing set did not slide forward completely thus resulting in a rapid infusion." Further information listed in medwatch b6: "preventive maintenance procedure on [19/jun/2019] : 6/19/2019 - ran unit through full manufacturer's pm procedure. All test passes and unit is within manufacturer's specifications. 7/22/19 - vendor found defective latch/sear."

Event description:
It was reported that the blue safety lock clamp (lower fitment) did not engage while removing the tubing from a nitroglycerin infusion, which caused an over infusion and a drop of the patient's blood pressure to 75/41. Nitroglycerin 100 mg in 250 ml was programmed to infuse at 10mcg/min until disconnection occurred at approximately 1500-1600. The clinician stated that the tubing was removed from the channel, and upon removal the blue clamp did not slide forward to completely close the tubing. This resulted in a rapid infusion of the nitroglycerin, causing a drop in the patient's blood pressure to 75/41 at 2050. The nurse stated she assumed the blue channel safety lock would clamp the tubing when she removed it from the pump, and therefore would not have to use another clamp. At the time, norepinephrine and amiodarone were infusing. The patient's chest tube drainage was then noted to be increasing up to 200 ml/hr. The clinical staff was unable to quickly get blood to the patient; the md was notified, and a code hemorrhage was called. The patient was difficult to arouse, and narcan was given, however the patient was not re-intubated. Anesthesiology arrived and noticed the bottle of nitroglycerin was empty and was not attached to the pump module. The patient responded well to a blood infusion, and fully awakened after the narcan. The chest tube output remained high for another 2 hours, however tapered off after the medication interventions, blood, and plasma/platelets. Subsequently, nurse education was performed to ensure use of the roller clamp in future events, instead of relying on the channel safety lock (lower fitment) to camp the tubing. This patient was in the cicu and did not sustain lasting harm.

Manufacturer narrative:
The customer¿s report of a nitro overinfusion was confirmed. The customer¿s experience of a nitro overinfusion was confirmed through functional testing. The device was observed to have both a 3rd party latch/sear and a 3rd party bezel. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The returned pump module was received with a 3rd party latch/sear and testing showed that the pump module did not always pull the safety clamp closed with this sear when opening the door. A known good latch/sear was placed in the customer¿s device. A new set was loaded into the device and the sear was observed to always pull the safety clamp closed completely when the door was opened. The primary set in use at the time of the reported event was not received for investigation. The root cause of the customer¿s report of an overinfusion of epinephrine was identified as due to a 3rd party latch/sear./sear.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that 250 ml of nitroglycerin(100mg) which was programmed to infuse at 10mcg/min until disconnection at around 1500-1600. The nurse states that they removed tubing from channel (time unknown). Upon removing tubing from the channel the nurse says that the blue clamp did not slide forward completely thus resulting in a rapid infusion causing a drop in the patient's blood pressure to 75/41 at 2050. The nurse assumed the blue channel safety lock would clamp the tubing and she would not have to use another clamp. At the time, the patient was on norepinephrine and amiodarone. The patient's chest tube drainage noticed increasing to 200 ml/hr. The clinical staff was unable to quickly get blood to the patient and the md was notified and called a code hemorrhage. The patient was difficult to arouse so narcan was given. Anesthesiology arrived and noticed the bottle of nitroglycerin was empty and not on the pump. The patient responded to blood infusion and awakened after the narcan. Chest tube output remained high for another 2 hours and tapered off after medication interventions and plasma/platelets. Rn (B)(6) was done to use the clamps and not reply on the channel safety lock. This patient was in the cicu and did not sustain lasting harm.